Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer failed, few cubies had read write errors and the whole drawer became not detected on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. A field service engineer ejected half of the drawer, cleaned underneath the pockets, then replaced the pockets. The drawer was pulled; the cables were inspected and were reinserted after a reboot. The missing rows were returned. The pharmacy technician recovered three pockets that were showing memory errors and had to reload the pockets. The drawers were tested with test software, and pharmacy technician reloaded the pockets that had errors. Everything functioned properly. The system functioned as intended after the field service engineer repaired the device.